Event description:
It was reported that this implantable cardioverter defibrillator (ICD) programmed to vrr ventricular paced on the t-wave causing the patient to go into ventricular fibrillation. The patient was programmed to vrr, where the ventricular response during atrial arrhythmias is adjusting the ventricular pacing rate on a beat to beat basis. However, it was noted that vr didn't annotate the r-wave and the one before it fell into atrial blanking. The vrr programming was shut off. The device remains in-service. No adverse patient effects were reported.